Event description:
It was reported that an asymptomatic patient presented in or for device upgrade. Fluoroscopy revealed externalized conductors. The pace/sense portion was capped. Defib portion of the lead remains active.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.